Manufacturer narrative:
The following fields were corrected: d2: medical device manufacturer: becton dickinson. G2: manufacturing location: becton dickinson. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for lot 9137025. A device history review was conducted for lot number 9137025. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that the bd safe-clip¿ stopped clipping needles after three days of use. The following information was provided by the initial reporter: "consumer reported bd safeclip is not working. Consumer stated he cannot open the device to insert a needle into the clipping mechanism. Consumer stated he has only been using the product for 3 days."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ stopped clipping needles after three days of use. The following information was provided by the initial reporter: "consumer reported bd safeclip is not working. Consumer stated he cannot open the device to insert a needle into the clipping mechanism. Consumer stated he has only been using the product for 3 days."